Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 64-year-old female with a history of coronary artery disease underwent percutaneous revascularization of a chronic total occlusion (cto) of the right coronary artery. On the day following revascularization, she developed right heart failure and was returned to the cardiac catheterization laboratory for right heart catheterization. Based on hemodynamic findings and multidisciplinary heart team evaluation, the decision was made to implant an impella rp flex for temporary right-sided mechanical circulatory support. The existing pulmonary artery (pa) catheter was removed and the right internal jugular vein was used for impella rp flex implantation. A new pa catheter was placed via the left internal jugular vein for continued hemodynamic monitoring. The patient was transported to the ICU on impella rp flex support, along with dobutamine and epinephrine infusions. The patient remained hemodynamically stable on impella rp flex support with successful weaning of inotropes. She received 1 unit of packed red blood cells for anemia during the support period. The patient subsequently tolerated weaning of the impella rp flex, and the device was successfully removed without complication. Impella rp flex functioned as intended for right-sided mechanical circulatory support. The device was removed uneventfully after successful weaning.

Manufacturer narrative:
Corrected information was provided in d1 (brand name) and d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.